Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken clamp; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer?s reported condition of a flo-gard infusion pump with a broken clamp was confirmed and reproduced during evaluation. The cause of the reported condition is currently undetermined. The door latch assembly was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further review, the quality engineer determined the root cause of the broken clamp was due to an issue with the latch/handle and hinge area on the door.